Event description:
It was reported that catheter entrapment and shaft break occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 3mm x 40mm x 146cm coyote es balloon catheter. When the physician tried to remove the coyote, it seemed to be stuck on the guidewire. Both devices were removed together and when the physician tried to separate the devices outside the patient, the balloon shaft broke and was left on the distal part of the guidewire. The procedure was completed with a different device with no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter in two pieces with an unknown guidewire stuck in the shaft. The balloon was loosely folded. The returned guide wire was measured with a calibrated micrometer and was found to be .0135". Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the shaft located 43cm from the tip, inner shaft was buckled for 29mm at the distal end of the device and the distal shaft was damaged (stretched) for a length of 38cm, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The reported shaft separation and the device freezing on the wire were confirmed. Review of the product specification indicates the coyote es balloon catheter is compatible with a less than or equal to .014 inch guide wire. The reported information indicates the coyote es catheter was used with a .0135 inch guide wire; therefore, there is no indication of a compatibility issue.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment and shaft break occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 3mm x 40mm x 146cm coyote es balloon catheter. When the physician tried to remove the coyote, it seemed to be stuck on the guidewire. Both devices were removed together and when the physician tried to separate the devices outside the patient, the balloon shaft broke and was left on the distal part of the guidewire. The procedure was completed with a different device with no patient complications reported.